Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high thresholds. During the implant procedure, a new rv lead was attempted and not implanted due to patient anatomy. Another model rv lead was successfully implanted. It was also reported that during the left ventricular (lv) lead implant, the guide wire got stuck in the lead. The lv was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to stylet/guidewire coating. It was noted that the lv2 (low voltage 2)/proximal conductor of the lead was distorted due to the guidewire coating adhering to the conductor, the lv2 (low voltage 2)/proximal conductor was obstructed due to a stylet/guidewire stuck in the lumen, the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen and visual summary analysis of the lead indicated damage at implant. Lead was received with the guidewire stuck in it. The competitor guidewire's hydrophilic coating adhered to the coil filars causing the guidewire to stick in the lead lumen. As a result, the coil filars became distorted when trying to pull the guidewire out of the lead (see photo). Using of competitor guidewire is not medtronic recommendation. (B)(4).